Event description:
User received discrepant calcium result for one pt sample. Initial result 2.61 mmol/l and 2.66 mmol/l. No info was provided to determine if initial result was reported or if pt was adversely affected. If additional info is received, appropriate notification will be provided.